Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown. The customer was gettings high blood glucose due to not getting no delivery. The customer changed set and still not getting a no delivery. The customer was offered to troubleshoot but she said she will call back when out of emergency room tomorrow (B)(6) 2015. The customer was advised to hold on to infusion set and reservoir so can troubleshoot as well.